Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Corrected information: b1, h1, h6 health effect - clinical code (annex e), and h6 health effect - impact code (annex f). H3: device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 15aug2023: as reported, the correct position and orientation of the stent was confirmed after placement. The stent was indwelling in the patient from (B)(6) 2023. The stent was being monitored while indwelling as per hospital protocol. The stent was able to be withdrawn as far as the knot, into the distal ureter. A laser was applied to the stent at the knot to release the knot and all fragments were then successfully removed. No unintended part of the device remained inside the patient's body. No additional procedures were required due to this occurrence. No adverse effects on the patient were reported due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. On (B)(6) 2023, it was reported that a ¿sof-flex multi-length ureteral stent set' was used for a 'cystoscopy rule out' procedure. As reported, during the procedure, the stent was discovered knotted in the kidney. The stent was placed on (B)(6) 2023 and correct position and orientation of the stent was confirmed after placement. The stent was being monitored while indwelling as per hospital protocol. On (B)(6) 2023, the stent was found to be knotted. The stent was able to be withdrawn into the distal ureter until the knotted section. A laser was used at the knot to release the knot and all fragments were then successfully removed. There was a delay in the procedure, however the case was able to be completed. No unintended part of the device remained inside the patient's body. No additional procedures were required due to this occurrence. No adverse effects on the patient were reported due to this occurrence. Reviews of the complaint history, instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned to cook for evaluation. According to the device failure analysis, the distal coil of the stent was knotted with the knot starting approximately 3mm from the tip. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to ensure device functionality prior to distribution. The device history record (DHR) for the production lot was unable to be completed due to the lot number being unknown. Reviews of the complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The IFU (t_sfmus_rev1 "sof-flex multi-length ureteral stent set") that is currently packaged with sof-flex multi-length ureteral stent sets was reviewed for relevant information pertaining to the reported failure mode. The IFU contained the following information related to the failure mode. ¿warnings: formation of knots in multi-length stents may occur. This may result in injury to the ureter during removal and/or the need for additional surgical intervention. The presence of a knot should be considered if significant resistance is encountered during attempts at removal.¿ ¿precautions: do not force components during removal or replacement. If resistance is encountered, stop. Determine the cause of the resistance before proceeding.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the cause of the event was unable to be determined. However, knotting is a known complication that can occur with using multi-length stents. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6). E3: occupation: administration support officer. G4: PMA/510k # - k180053. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a cystoscopy rule out (r/o) procedure, a sof-flex multi-length ureteral stent was discovered knotted in the kidney. There was a delay in the procedure, however the case was able to be completed. There were no adverse effects to the patient reported. Additional information has been requested regarding the patient and the event. At the time of this report, no further information has been provided.